Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump alarmed and displayed "no disposable/pump will not run" message. It was reported that the pump was attached to the patient and was programmed to infuse fluorouracil over 46 hours. Subsequently, after approximately three and a half hours, the pump began to alarm and displayed the reported message on the screen. It was reported that the patient returned to the clinic, the pump was stopped, disconnected and the patient received a replacement pump to continue the infusion. No adverse patient effects were reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis for a failure to recognize the disposable. The pump was returned in good condition, but the screen was scratched. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. It's recommended to replace downstream sensor to resolve the issue.